Manufacturer narrative:
Medtronic received additional information from the physician indicating there was no failure of the annuloplasty band. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 months post implant of this 31mm mitral annuloplasty band, the band was explanted and replaced with a different model 32mm annuloplasty band. No adverse patient effects were reported.